Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to the wrong diopter lens being implanted. The lens was replaced with another lens of the same model. The incision was enlarged to 2.85 mm to explant the lens. There was no vitrectomy performed and no patient complications were reported. The patient was reported to be doing well after the explant.